Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative (fsr) report: the fsr evaluated the suspect device and found transducer fault and low exhaled tidal volume (vte) in the event log. Fsr performed operational verification procedure (ovp) and received a transducer error message. The main printed circuit board (pcb) was replaced in order to resolve the reported issue. Performed an ovp, the device was tested and is now within manufacturer specification.

Event description:
The customer reported that the vela ventilator was displaying transducer (xdcr) fault alarms. The customer reported no patient involvement or allegation of patient harm.